Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: during investigation, a visual inspection of the pump revealed evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. The pump powered on with the returned battery cap. A leak test was performed and no leaks were detected. The pump case was removed and no moisture contamination was found inside the pump.